Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system would not start up. Upon troubleshooting, fse checked log, ippc battery, recreated image disk and bypassed the ippc disk tray but the issue still persisted. However, the issue was resolved when fse replaced image disk and recreated image, reconnected cables and network communication cables of ippc and host pc. After replacement and reconnections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was failed to start the device was outside of clinical use at the time of the reported event. There was no harm reported. A philips field service engineer inspected the system onsite and replaced the image disk which returned the device to use in good working order.